Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The promus premier stent was deployed at 14 atms and trapping a buddy wire in the lesion. Upon removal of the trapped wire the distal end of the stent was deformed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that angiography via the right radial artery showed an ectatic, large caliber right coronary artery which normalised following the bifurcation with minor disease. His left main stem was short and he had a severe lesion in the proximal circumflex along with a further long segment of severe disease in the proximal lad which appeared highly calcified. It was elected to treat the circumflex and to defer treatment to the lad as it will most likely require a rotablation. A non-bsc guide catheter and wire cross the circumflex and pre-dilatation performed with 2.0 mm and 2.5 mm balloons. The stent, however, would not advance past the severe lesion and, therefore, this was further prepared with a 2.5 mm non-compliant balloon. A balanced heavy weight wire was used as a buddy wire which facilitated distal delivery of the 2.75x20mm promus premier drug eluting stent. This was deployed at 12 atm trapping the balance heavy weight buddy wire. On withdrawing the trapped wire there was considerable friction including deep intubation of the guide and on subsequent images, it appeared that the stent had deformed, especially at the distal end. Timi iii flow was present and the patient remained stable, so a further proximal 2.75x24mm promus stent, as planned, was deployed at 16 atm with no overlap. The proximal stent was subsequently post-dilated with a 3.0mm non-compliant balloon to a maximum of 16 atm. It was not possible to pass the non-compliant balloon adequately into the distal stent due to the possible deformation of the stent and this was not, therefore, post-dilated. Patient is on dual anti-platelet treatment for 12 months in addition to secondary prevention tablets.